Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The product support engineer (pse) confirmed the reported problem. The pse provided parts ID for the flow sensor assembly and discussed installation per the manual. Several attempts were made to get follow up information from the customer yielding no response. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device failed pvt o2 flow test. The customer reported there was no patient involvement.